Event description:
Event description cpi received information that a ventak p2 implantable cardioverter defibrillator (ICD) was removed from service because 'noise on the egram resulted in inappropriate shocks.' Cpi also received a medwatch form which states: 'the sensing lead of the defibrillator appeared to have a fracture. The patient was admitted and taken to the operating room on 9/12/96 for a generator change and a lead implantation.' An endotak subcutaneous patch lead and a lead adapter were removed from service at the same time.